Manufacturer narrative:
The reported complaint of "the autopulse platform (sn: (B)(4)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message" was confirmed during the functional testing and based on the archive data review. The root cause of the ua7 error was the defective load cell 1, likely attributed to mishandling such as a drop or a defective component. Visual inspection of the returned platform was performed, and no issues were observed. Review of the archive data showed multiple user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error messages to have occurred on the reported event date; thus, confirming the reported complaint. Archive data indicated that on the customer's reported complaint date, the autopulse platform powered up with ua12 (lifeband not present), unrelated to the reported complaint. The ua12 error message was cleared by the customer two times. The belt switch assembly was evaluated as a possible root cause for the ua12 error; however, it was observed within the specification. User advisory is a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the battery hangtag - advisory codes description and action, user advisory 12 is an indication that the autopulse has detected that the lifeband is not properly installed. The recommended action to take for this type of user advisory is: ensure that the band clip (underneath the device) is properly seated in the drive shaft and can freely rotate after insertion. During functional testing, user advisory (ua) 07 error message displayed upon power up the device; thus, confirming the reported complaint. The defective load cell 1 was replaced to remedy the fault. Upon further testing during service, the platform stopped after performing a few compressions due to a fault code 27 (encoder fault (>3000 rpm)). The encoder indicated that the driveshaft was turning too fast at the speed higher than 3000 rpm during compression, and therefore, the fault code 27 was triggered. The root cause of the error was the defective integrated encoder gearbox, likely due to normal wear and tear. The defective integrated encoder gearbox was replaced to address the issue. The autopulse platform is a reusable device and was manufactured in september 2014, and it is over 6 years old, beyond its expected service life of 5 years. Following the service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. Load cell characterization test was performed and confirmed both cell modules are functioning within the specification. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for autopulse with serial number (B)(4).

Event description:
During shift check, the autopulse platform (sn: (B)(4)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message. No patient involvement.